Manufacturer narrative:
It was reported that the central nurse's station (cns) went into comm loss with multiple bedside monitors. No consequence or impact to the patients were reported. During troubleshooting by the nk tech, it was found that the customer had replaced the network cards on the bedside monitors and that the cns did not have an ip address assigned. Configured the cns ip to 10.1.53.18. Rebooted the cns and all beds came back up except the monitors in room 1 and 2. Nihon kohden is currently working to resolve the issue with the customer for the two bedside monitors that are still in comm loss. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors, (no model or serial numbers were provided).

Event description:
It was reported that the central nurse's station (cns) went into comm loss with multiple bedside monitors. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at piedmont healthcare reported the cns-9701a (mu-971ra sn: (B)(6). Went into communication loss. Customer replaced the network cards on the bsms. Service requested: troubleshooting/assistance service performed: nka ts found the customer had configured the cns with an ip and all beds except 2 monitors came up. Nka ts suspected issue was with the network cards in the monitors. All of the products in the department were end of life. Customer was provided further troubleshooting steps. Per follow up, customer responded that the monitor was attached to another cpu. Investigation result: the cns warranty began (B)(6) 2007. The issue was reported after 12 years at customer facility. Review of device sap history found no previously reported issues with communication loss. The root cause of the communication loss error was due to the user error as the bedside monitor was found to be in communication with another unit.

Event description:
It was reported that the central nurse's station (cns) went into comm loss with multiple bedside monitors. No consequence or impact to the patients was reported.